Event description:
During use of the subject device for a laparoscopic myomectomy, the probe was broken after 30 minutes use. The broken tip fell off inside the pt. The surgeon retrieved the tip. The procedure was completed with a monopolar electrode. There was no pt harm reported without this event.

Manufacturer narrative:
The subject device was returned to olympus med systems corp for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There was a scratch of the probe where the probe was broken off. The mfg history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the surgeon output the device contacting with something hard, and the probe cracked. After that, the surgeon continued to use the device, the probe tip was broken. This report is being submitted as a med device report in an abundance of caution.